Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury, previously. Device issue: guide wire separation. It was reported that during a procedure to treat a lesion another company's catheter was delivered over the whisper ms guide wire, and the devices got stuck and the guide wire separated. No additional event or patient information is available. This event is being reported based on the return goods lab, which confirmed the guide wire had a core separation.

Manufacturer narrative:
.